Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) contacted customer service support reporting a blood leak present. Additional information from the rn indicated that the fresenius machine did alarm and the leak was an internal leak. It was indicated that the leak was visible and no blood test strips were used. The patient is noted as stable and has since had additional hd treatments. Additional information was requested, but not provided. The sample dialyzer is not available for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted customer service support reporting a blood leak present. Additional information from the rn indicated that the fresenius machine did alarm and the leak was an internal leak. It was indicated that the leak was visible and no blood test strips were used. The patient is noted as stable and has since had additional hd treatments. Additional information was requested, but not provided. The sample dialyzer is not available for investigation.